Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was on the top side of the sensor pod. The attempted sensor insertion was at the abdomen. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire is attached to the seal carrier but is inserted further into the seal carrier than designed for resulting in two exposed sensor wire ends. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined.